Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. However, the insulin pump passed idle current test and run current test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.